Event description:
Caller reported damage to the pump housing surrounding the usb port; however, the damage did not affect the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.